Manufacturer narrative:
The investigation for the priming issue has been completed. The product was returned to the lab and it was able to go through priming and ran with no issues. The data logs were reviewed which revealed the pump skipping the priming step. However, the right data log shows the purge pressure was already high as the pump was already primed during multiple partial steps to start case start on a previous console, so when the pump was reconnected to the reported console, it recognized the pump as already fully primed. The pump was then switched out as it was thought to malfunction. The root cause of the priming issue is a defective component on the initial console causing the back pressure to be high and back up console to skip the priming steps at case start. D4-updated model number to conform to updated procedures, section d6 has revised with updated information.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that all of the preparation screens were skipped following connection of the impella cable. While preparing for the implant, preparation screens including purge solution concentration input, impella priming, and optical sensor calibration failed to appear. As a result, a new impella pump was prepped and inserted for support.